Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently delivered a 10 unit bolus. The customer's blood glucose (bg) level was 70 mg/dl. Customer acknowledged the issue was due to user error and pump was performing as intended.